Event description:
The pt underwent a breast reconstruction with submuscular silicone gel implants. Pt has developed a severe capsular contracture. The decision was made to proceed with revision of the reconstruction. The right side was surgically addressed first. The gel and ruptured shell of the implant were removed. There was a very tight capsular contracture and calcific contracture of the right side. The procedure was repeated on the left side. A ruptured gelatinous implant was removed. There wasn't any calcific contracture, just significant capsular contracture.